Manufacturer narrative:
(B)(4) stent removed partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was to be implanted to treat a malignant stricture in the bile duct during a stent implantation procedure performed on (B)(6) 2015. The patient had undergone a whipple procedure 6 months prior to the stent placement procedure. According to the complainant, during the procedure, physician had deployed the wallflex biliary rx stent halfway and reconstrained the stent multiple times in order to reposition it to a more ideal location. The physician was unable to reconstrain the wallflex biliary rx stent a final time and the stent was removed from the patient partially deployed on the delivery catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 15mm. It was also noted that the partially deployed stent was positioned distal to the tip section of the device which would have prevented reconstrainment. A bend was noted in the clear outer sheath and kinked at various positions along the length of the inner shaft. There were no issues with the profile of the device markerbands or the profile of the stent. Visual and microscopic examination also found no issue with the profile of the reconstrainment band or jacket bond. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. Dfu states "stent reconstrainment can be completed twice, allowing a total of three deployment attempts." However, it was specified in the additional information that after multiple attempts, it was no longer possible to reconstrain the stent. Therefore, the most probable root cause classification is user/user error.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was to be implanted to treat a malignant stricture in the bile duct during a stent implantation procedure performed on (B)(6) 2015. The patient had undergone a whipple procedure 6 months prior to the stent placement procedure. According to the complainant, during the procedure, physician had deployed the wallflex biliary rx stent halfway and reconstrained the stent multiple times in order to reposition it to a more ideal location. The physician was unable to reconstrain the wallflex biliary rx stent a final time and the stent was removed from the patient partially deployed on the delivery catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 02, 2015: the physician had attempted to advance the wallflex biliary rx stent inside a pre-existing metal stent. The patient's pre-existing metal stent was blocking the path of the wallflex biliary rx stent.